Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The analysis of the foreign material revealed that it was silicic acid. Silicic acid is a material which is contained in antifoaming agent or in tap water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material was exiting the nozzle. The reported issues (no air flow and angulation malfunction) were not confirmed during testing. In addition, service found the bending section was deformed due to external factors, there was dirt on the insertion section, control body, scope connector, and up/down knob due to insufficient cleaning, the adhesive on the bending section cover was missing, the draining function was reduced due to clogging of the air and water nozzles, and there were scratches on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no air supplied from the subject device and the angulation was not functioning as expected. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was exiting the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.